Event description:
The customer reported that a group b positive sample failed to reacted in the anti-b microtube of the mts a/b/d monoclonal and reverse grouping card lot# 041408037-27. The customer tested the sample in tube method using competitor's antisera (immucor) and obtained a 4+ reaction with the anti-b reagent at immediate spin. No erroneous results reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained testing performed at ocd was satisfactory. The customer's complaint was not verified. No definitive root cause was determined for the false negative reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies were observed between the forward and reverse grouping. Batch record review were within release specifications. Incident is isolated.